Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation and genital haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/migration of essure device in the uterus/failure to occlude fallopian tubes/ultrasound revealed a coil was in uterus/ tube was partrly closed and in second follow up tube was fully open") and genital haemorrhage ("abnormal bleeding") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "hard to get implant". The patient's concurrent conditions included gerd since 2008 and vaginal bleeding. Concomitant products included omeprazole (prilosec). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)/cramps"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge (got worse after first follow up)") and weight increased ("weight gain"). In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and fallopian tube spasm ("right tube was spasming"). The patient was treated with surgery (to remove the essure implant/tubal ligation and fulguration ((B)(6) 2009)). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, genital haemorrhage, vaginal discharge, weight increased and fallopian tube spasm outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered device dislocation, dysmenorrhoea, fallopian tube spasm, genital haemorrhage, vaginal discharge and weight increased to be related to essure. The reporter commented: she need for additional surgery. Per pfs: current weight 160 lbs. Second follow up revealed tube was more open than first follow up. Went to doctor's office. Ultrasound was done which showed coil was in uterus. Right tube coil was floating in uterus which prior to second follow up tube was fully open resulting in possibility of pregnancy. Physician revealed that tube was partly scarred therefore new coil could not be inserted. Per mr: essure, one side only. Procedure failed bilateral last time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded); on (B)(6) 2009: unilateral occlusion (left tube occluded). Pregnancy test - on (B)(6) 2009: negative. Ultrasound scan - in 2009: a coil was in uterus . ¿concerning the injuries reported in this case, the following one was described in patients medical record: dysmenorrhea." Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received. New events: right tube was spasm and hard to get implant were added, outcome of the event dysmenorrhea was updated. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration or perforation-yes') and device expulsion ('migration of implant/migration of essure device in the uterus/failure to occlude fallopian tubes/ultrasound revealed a coil was in uterus/ tube was partrly closed and in second follow up tube was fully open') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "hard to get implant". The patient's concurrent conditions included gerd since 2008 and vaginal bleeding. Concomitant products included omeprazole (prilosec). In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)/cramps"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge (got worse after first follow up)") and was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and fallopian tube spasm ("right tube was spasming"). The patient was treated with surgery ( to remove the essure implant/tubal ligation and fulguration ((B)(6) 2009)). Essure was removed on (B)(6) 2009. At the time of the report, the perforation, device expulsion, genital haemorrhage, vaginal discharge, weight increased and fallopian tube spasm outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered device expulsion, dysmenorrhoea, fallopian tube spasm, genital haemorrhage, perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: she need for additional surgery. Per pfs: current weight 160 lbs. Second follow up revealed tube was more open than first follow up. Went to doctor's office. Ultrasound was done which showed coil was in uterus. Right tube coil was floating in uterus which prior to second follow up tube was fully open resulting in possibility of pregnancy. Physician revealed that tube was partly scarred therefore new coil could not be inserted. Per mr: essure, one side only. Procedure failed bilateral last time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: unilateral occlusion (left tube occluded); on (B)(6) 2009: results: unilateral occlusion (left tube occluded). Pregnancy test - on (B)(6) 2009: results: negative. Ultrasound scan - in 2009: results: a coil was in uterus. ¿concerning the injuries reported in this case, the following one was described in patients medical record: dysmenorrhea." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. New event added as "perforation nos". Seriousness criteria removed for "genital hemorrhage". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/migration of essure device in the uterus/failure to occlude fallopian tubes") and genital haemorrhage ("abnormal bleeding") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gerd since 2008 and vaginal bleeding. Concomitant products included omeprazole (prilosec). On (B)(6) 2008, the patient had essure inserted. In september 2008, the patient experienced vaginal discharge ("vaginal discharge (got worse after first follow up)") and weight increased ("weight gain"). In january 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (to remove the essure implant/tubal ligation and fulguration (B)(6)2009)). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, genital haemorrhage, vaginal discharge and weight increased outcome was unknown and the dysmenorrhoea was resolving. The reporter considered device dislocation, dysmenorrhoea, genital haemorrhage, vaginal discharge and weight increased to be related to essure. The reporter commented: she need for additional surgery. Per pfs: current weight 160 lbs. Second follow up revealed tube was more open than first follow up. Went to doctor's office. Ultrasound was done which showed coil was in uterus. Right tube coil was floating in uterus which prior to second follow up tube was fully open resulting in possibility of pregnancy. Physician revealed that tube was partly scarred therefore new coil could not be inserted. Per mr: essure, one side only. Procedure failed bilateral last time. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded) pregnancy test - on (B)(6) 2009: negative ¿concerning the injuries reported in this case, the following one was described in patients medical record: dysmenorrhea." Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. This case concerns 28 year old patient. Her demographic was added. Her concurrent condition was added. Lab data was added. Essure indication was added. Essure insertion and removal date was updated. Dysmenorrhea (cramping), vaginal discharge (got worse after first follow up) and weight gain. She had recovered form events: pelvic pain and dysmenorrhea. On (B)(6) 2018: this case is medically confirmed. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration or perforation-yes') and device expulsion ('migration of implant/migration of essure device in the uterus/failure to occlude fallopian tubes/ultrasound revealed a coil was in uterus/ tube was partly closed and in second follow up tube was fully open') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "hard to get implant". The patient's concurrent conditions included gerd since 2008 and vaginal bleeding. Concomitant products included omeprazole (prilosec). In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)/cramps"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge (got worse after first follow up)") and was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and fallopian tube spasm ("right tube was spasming"). The patient was treated with surgery (to remove the essure implant and to remove the essure implant/tubal ligation and fulguration (B)(6) 2009). Essure was removed on (B)(6) 2009. At the time of the report, the perforation, device expulsion, genital hemorrhage, vaginal discharge, weight increased and fallopian tube spasm outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered device expulsion, dysmenorrhoea, fallopian tube spasm, genital hemorrhage, perforation, vaginal discharge and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she need for additional surgery. Per pfs: current weight 160 lbs. Second follow up revealed tube was more open than first follow up. Went to doctor's office. Ultrasound was done which showed coil was in uterus. Right tube coil was floating in uterus which prior to second follow up tube was fully open resulting in possibility of pregnancy. Physician revealed that tube was partly scarred therefore new coil could not be inserted. Per mr: essure, one side only. Procedure failed bilateral last time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: unilateral occlusion (left tube occluded); on (B)(6) 2009: results: unilateral occlusion (left tube occluded). Pregnancy test - on (B)(6) 2009: results: negative. Ultrasound scan - in 2009: results: a coil was in uterus. ¿concerning the injuries reported in this case, the following one was described in patients medical record: dysmenorrhea." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.